Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) had an etco2 module sn 15342044 failed co2 sensor verification and calibration. Failure device type: alaris system instrument. Failure problem type: 8300. Failure mode: troubleshooting/ error codes. Case resolution: I reviewed the pm process with alexander and found out he performed leak down test before the co2 sensor verification. I referred (B)(6) to service bulletin 550. (B)(6) will make sure leak down test is performed after the co2 sensor verification or calibration. If (B)(6) still problem, he will call me back.